Event description:
A report of difficulty charging was received. It was determined that the pt's implant was positioned at an angle. A pocket revision has been recommended to correct the ipg orientation.

Manufacturer narrative:
The pt will not be having a pocket revision due to personal issues unrelated to the precision system. This is the final report.